Manufacturer narrative:
A partial lead with the connector pin measuring 19.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high pacing lead impedance, noise and high pacing thresholds were observed. The patient received inappropriate shock due to oversensing of noise. The lead was capped and replaced. The patient was reported in good condition.